Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 350 mg/dl at the time of incident and treated with manual injection. Customer's parent declined high blood glucose troubleshooting. Customer's parent stated that the insulin pump buttons were scrolling while trying to deliver a bolus. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even after the battery has been replaced. Customer's parent also reported that the insulin pump had a battery out limit alarm after battery change. The customer's parent was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with esc and up arrow buttons unresponsive due to corroded keypad traces. Time advances properly. No frozen screen noted. No unexpected numbers ramping/scrolling on their own noted. Unable to confirm battery out limit or battery power off alarm or perform the self test and displacement test due to button keypad anomaly. Device passed stop current test. Device had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window and stained end cap sticker.